Event description:
Customer reported blood glucose results of lo, which on the active s system indicates a result less than 10 mg/dl, lo, 11 mg/dl, and 211 mg/dl within 10 minutes on the active s system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.